Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the 72r electrodes caused the patient skin irritation in the lumbar area. The skin irritation started about a day after he started treatment with the device. The skin is red and itchy with welts. The patient has not used the device in about a week. The patient stated that he changed his electrodes every 8 hours. The electrodes were moved around. The area was clean with soap and water only, no alcohol or wipes. The patient used benadryl and cortisone for the itching. No new product. The patient does not have sensitive skin. The patient did use the cover patches. The patient does not have any allergies. The patient does have seasonal allergies sometimes. The patient spoke to his doctor. The doctor instructed the patient to call ebi to request hypoallergenic electrodes. The doctor told the patient to use cortisone over the counter. The patient still has welts. The skin is still itchy and red. But it has gotten better. The patient was told to wait until the skin was clear before starting the time test. 63b electrodes were shipped to the patient. No further consequences have been reported at this time.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, g1: contact office and manufacturer site, g3, g6: report type additional information - h6: impact code, method, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the product was not received for evaluation and the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the 72r electrodes caused the patient skin irritation in the lumbar area. The skin irritation started about a day after he started treatment with the device. The skin is red and itchy with welts. The patient has not used the device in about a week. The patient stated that he changed his electrodes every 8 hours. The electrodes were moved around. The area was clean with soap and water only, no alcohol or wipes. The patient used benadryl and cortisone for the itching. No new product. The patient does not have sensitive skin. The patient did use the cover patches. The patient does not have any allergies. The patient does have seasonal allergies sometimes. The patient spoke to his doctor. The doctor instructed the patient to call ebi to request hypoallergenic electrodes. The doctor told the patient to use cortisone over the counter. The patient still has welts. The skin is still itchy and red. But it has gotten better. The patient was told to wait until the skin was clear before starting the time test. 63b electrodes were shipped to the patient. No further consequences have been reported at this time. The 72r electrodes were not returned for evaluation.